Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
An international distributor reported their customer's AED is not functioning properly. They reported the unit may have been exposed to water and had been poorly maintained. No specific device information was provided. They reported this did not occur during patient use.